Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure when tvt was implanted? What was the indication for initial procedure? Product code and lot # other relevant patient history/concomitant medications were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were any concomitant procedures performed? Please clarify ¿serious illness¿ and "depilating pain"? Location and character of the pain? Onset date/time of the pain from initial surgery? In the surgeon¿s opinion, what is cause of pain and recurrent urinary tract infections? How many mesh removal procedures were performed? What was a reason for removals of the mesh? Please provide dates and details of each removal procedure? Was there any device deficiency identified? Have pain and recurrent urinary infections been resolved after (B)(6) 2017 surgery? What is the patient's current status? Adverse event related to vaginal portion of mesh removed on unknown date reported via 2210968-2019-78779.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced serious illness, pain, recurrent urinary infection. Vaginal portion of the mesh was removed on an unknown date. On (B)(6) 2017, the patient underwent third operation for removal of mesh. The patient suffers from debilitating pain. Additional information has been requested.